Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the suj, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted transcervical non-transthoracic esophagectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) after the procedure and reported that they had several 23103 errors on arm 4 and it does not allow them to recover from them unless they disable the arm. Prior to calling technical support, the customer had already rebooted the system with no improvement. The tse reviewed the logs and found several instances of 23103 and 23105 errors pointing to encoders on distal set up joint (dsuj) 4. The tse guided the customer to move the arm by pushing it a bit and restart the system with no success. The surgery had finished at the time of the call with no further issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: the tse confirmed that the csr called after the procedure and the procedure was completed with 3 arms.

Manufacturer narrative:
The distal setup joint (suj) has been evaluated by the failure analysis (fa) team. The errors were replicated in-house and confirmed in system logs. The distal suj went through testing on a patient side cart fixture test platform (pftp) and failed the wrist encoder test. The distal suj passed all other tests.